Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that he was implanted on (B)(6) 2013 and 3 days after doi he ended up with an infection and scar tissue. Pt said that his ins and leads were removed along with 5mm by 7+inch scar tissue. Pt said that he had to heal for 60 days (pt said that he was in excruciating pain w/out his scs) and then he was implanted w/a new ins and leads in (B)(6) 2013. Pt said that scs lasted a normal battery life and he had it until he had his 97715 implanted.